Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Reference attached journal article: citation: acta neurochir (wien) (1997) 139: 1074-1079 - attachment: [(B)(4) verheggen 1997.pdf]

Event description:
It was reported in a journal article that a patient underwent a craniectomy procedure on an unknown date between 1992 and 1996 and a patch was used for dural closure in the posterior fossa in order to avoid cerebrospinal fluid leaks. After removal of space-occupying processes or surgical treatment of the developmental anomalies, gaping dural defects were covered either by autologous dural substitutes (fascia, pericranium, muscle patch) in combination with sealant or haemostyptics or with a patch. The patient possibly had persisting postoperative csf collection or csf fistula which possibly were treated by percutaneous lumbar subarachnoid drainage. It is possible that the patient improved spontaneously requiring no additional treatment. The patient possibly experienced a tentorial meningioma with an extensive dural defect covered by a patch and a surgical re-exploration was necessary finally covering the whole area with fascia lata. Additional information has been requested.